Event description:
A tah procedure was performed in the morning with no problems noted. When sealing the uterine artery the surgeon seals twice and cuts the vessel in between. That evening the patient was brought back to the or due to post -op bleeding (1200cc of blood in stomach). A second open surgical procedure was performed which found both sealed uterine vessels had opened and were bleeding. The surgeon used sutures to effect a seal on the vessels. No patient harm was reported- the patient was released 2 days later. The device was not saved.